Event description:
The report we received from our affiliate indicated that during a pta to a severely calcified superficial femoral artery (left or right, size of vessel unk), the balloon burst at nominal pressure. The target lesion was 90% stenosed. There was no adverse consequences to the pt. No information is available about the procedure after this problem occurred. As per the reporting affiliate, no add'l pt or procedural info is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the superficial femoral artery, the balloon was reported to have ruptured. The vessel was described as having severe calcification, no vessel tortuousity, and a 90% stenosis. The product was advanced to the lesion over the guidewire, and the balloon was inflated using an indeflator, but the balloon ruptured at nominal pressure. There was no reported injury to the pt. The product was not returned for analysis. Mfg records for the lot involved were reviewed, and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the info available it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.